Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. No vibration anomaly or noise anomaly during testing noted during testing. Analysis was unable to verify unresponsive button and virtual watchdog alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the down arrow was unresponsive. The customer mentioned that they received a virtual watchdog alarm. The customer's blood glucose was 225 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.